Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot # qbmmba. The following information was requested, but unavailable: please provide procedure name and date. No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was to be used. During the procedure, a hair was noted. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qbmmba and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary : one sealed overwrap packet product code x588 was returned to ethicon inc for analysis. Upon initial inspection to the sample no foreign matter or defects were observed on the sample received. As per visual analysis of the sample received a foreign matter (hair) caught in the a section of the seal area was observed. A foreign matter was observed during the visual assessment and has been correlated to the manufacturing process. Based on the information currently available, the foreign matter was identified during the investigation of the sample received.